Manufacturer narrative:
Additional patient ID (B)(6). Patient weight was not provided for reporting. Date of event is unknown. Device remained implanted at the time of reporting. Explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016, patient was implanted with radial head prosthesis. Post-operative, on one year follow up, x- ray showed signs of loosening. During one and half year follow up, it was noted that the loosening became worse. Reportedly, patient is in pain. Device remains implanted and explant surgery has not been planned. This report is for one (1) 22mm cocr radial head 4mm ht extension/16.5mm-ster. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Five x-ray pictures were received showing a loosen stem because of unknown reason as described in the event description. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.